Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was advised to use multiple daily injections as backup therapy while waiting for a replacement pump, which was provided with updated software and specific instructions. The customer was also instructed to return the faulty pump to tandem using the provided return box and pre-paid label within ten days.